Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 7 inappropriate shocks ending in therapy exhaustion due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.